Manufacturer narrative:
Insulin pump received with normal operating currents. No unexpected failed battery test alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed failed battery test and that the customer experienced high blood glucose levels. The blood glucose reading was 470 mg/dl. The customer confirmed that the battery was securely fastened and reported that he did not receive the failed battery test again. He also reported that there was a crack on the top of the battery compartment. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.